Manufacturer narrative:
The device evaluation has been completed and section h codes were updated to reflect this. It was initially reported that the nurse sustained a serious injury; however, upon follow up with the user facility it was found that the nurse did not require any medical intervention and only took a few days off of work through worker's compensation. Section b5 has been updated to reflect this.

Event description:
It was reported that while transporting a patient the nurse had trouble engaging the zoom and when it did engage the stretcher unexpectedly jerked forward and ran into a sink. As a result, the nurse injured her back and filed for worker's compensation, but did not require any medical intervention.

Event description:
It was reported that while transporting a patient the nurse had trouble engaging the zoom and when it did engage the stretcher unexpectedly jerked forward and ran into a sink. As a result, the nurse injured her back and filed for worker's compensation.